Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia as well as hypoglycemia. The customer¿s blood glucose levels were 190 mg/dl, 49 mg/dl, 115 mg/dl and 400 mg/dl. The customer did not mention any symptom and treatment related to the events. The customer reported that the insulin pump was not detecting the senor all of sudden. It was unknown if the insulin pump was on auto mode at the time of the incident. The customer stated that they would call back for troubleshooting low blood glucose level. The insulin pump will not be returned for analysis.